Event description:
It was reported that the patient received an inappropriate high voltage therapy shocks. It was also reported that there was high impedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event sumary-the full lead was returned. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, the inner insulation was melted, the outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut.